Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.